Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently entered an incorrect value into the bolus menu and delivered a bolus. Subsequently, too much insulin was delivered and blood glucose (bg) dropped to 53 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.